Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no obvious defects. Visual evaluation of the returned sample noted one opened (without original packaging), used (note brown matter throughout funnel) silicone foley catheter. Tape was around the junction of the shaft and funnel. The tape was removed from the catheter and the catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The catheter immediately leaked from a pinhole (0.013 inches) in the balloon surface. This is out of specification, which states, "pinholes are not permitted" and "balloon must not be torn." There were no missing balloon pieces noted. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be 'tooling damaged (core pins).' The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a water leak occurred due to the hole on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a water leak occurred due to the hole on the balloon.